Manufacturer narrative:
Device evaluated by MFR: a mustang7mm x 4cm, 20atm, 75cm, batch # 26717710 was returned for anlysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 42mm in length and extended from a position 2mm proximal of the proximal markerband to 1mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified left axillary artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 14 atmospheres for a second, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was normal.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified left axillary artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 14 atmospheres for a second, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was normal.